Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that there had been an empty pump reservoir due to a missed refill. The pump was later refilled and programmed. In addition, the pump rotor was checked under fluoroscopic guidance and was found to be working appropriately. It was noted that the patient had experienced withdrawal symptoms, but had subsequently recovered without sequela. The device system was used to deliver morphine.

Event description:
It was reported a roller study was performed and all was "fine with that." The patient had missed their refill date and that is why the pump was alarming. The patient was scheduled for a refill the same day after the roller study. Additional information has been requested but was not available at the time of the report.